Event description:
During the procedure while inserting the target aneurysm, the orbit mini complex fill coil (637mf0306/ 15503942) stretched. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. It is unknown if during insertion or any other time, resistance was met, or additional force utilized to advance or remove the coil/delivery system. After the event, the entire coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all times. After the event, the same mc was utilized to complete the procedure. It is unknown if the mc was re-shaped prior to use, and no kinks were reported on the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure while inserting to the target aneurysm, the orbit mini complex fill coil (B)(4) stretched. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. It is unknown if during insertion or any other time, resistance was met, or additional force utilized to advance or remove the coil/delivery system. After the event, the entire coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all times. After the event, the same mc was utilized to complete the procedure. It is unknown if the mc was re-shaped prior to use, and no kinks were reported on the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). There was no patient injury. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper and the embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was not confirmed with analysis; there were no damages to the returned coil. The cause of the kinks found on the delivery system of the returned device could not be conclusively determined. It was reported that there were no kinks noted on the system after use; therefore, these may have occurred during post procedural handling. Additionally inspections are in place to prevent this type of damage from leaving the facility. With review of the analysis and the device history records there are no indications of any related manufacturing issues. No conclusion can be made regarding the reported stretched coil which was not confirmed with analysis of the returned device; therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was not received partially zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper and the embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil- unraveled/stretched' was not confirmed during the microscopic analysis. The cause of the kinks found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.